Event description:
It was reported the pt experienced drowsiness, fever, shaking, sweating, diarrhea, and chills. The pt also had pain and aching in her back, hips, and legs. The symptoms occured approx one month after the last refill. The pt requested the hcp decrease her medication as she feels that her symptoms are not from withdrawal and an increase in medication would make the "problems worse". An x-ray showed no obvious kinks in the catheter. An MRI was scheduled to rule out a granuloma at the tip of the catheter. The drug in the pump was dilaudid at 5 mg/ml at a dose of 0.7 mg/day at the last refill in march. The dose was decreased to 0.5 mg/day and lortab 10/500 tid prn was added at last hcp visit in april. No outcome was reported. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.